Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, olympus could not specify the root cause of the suggested event. However, we presume that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the videoscope displayed a camera failure (blackout). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.